Event description:
It was reported that during prep for an unspecified procedure, shaft break occurred. The 2.5 x 15 mm apex monorail balloon never made it into the pt. It was loaded onto the wire, type of wire unk. They stopped for a second with the balloon on the wire and when they went to remove the balloon catheter from the wire, the shaft broke where the balloon attaches to the catheter. The balloon catheter stayed on the wire. Completed the case with a different device. Pt status is listed as ok with no complications reported.

Manufacturer narrative:
(B)(4).